Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with cardiac resynchronization therapy defibrillator (crt-d) reported hearing tones. The field representative interrogated the device and a fault code was observed. Data dump was performed and was sent for disk analysis. Boston scientific technical services (ts) discussed about the fc1003 and suggested that device need to be replaced. Device anomaly was confirmed through disk analysis. The physician planned a device changeout procedure. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.